Event description:
Additional information received reported that they were trying to find the patient a new physician at the moment because his old physician was likely not going to see the patient anymore. It was noted that nothing had changed. It was further noted that everything had remained the same. It was noted that the patient still refused the botox and that there was no new information to report.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3389-40 lot# j0101948v, implanted: 2002 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3389s-40, lot# v061739, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported, the patient was not able to adjust stimulation. It was noted a ¿call your doctor¿ icon and end of service (eos) was displayed. The reporter stated, they went to adjust the patient stimulation on the patient¿s right side yesterday and they saw the eos message for the first time. It was noted, the patient¿s right side had been adjusted the most and the left side was on and ok. It was further noted, the patient was programmed about a month ago and the battery on the right was ok. The reporter stated, they were told the battery would last three years. It was noted, the patient had a loss of therapeutic effect. It was further noted, the patient was at a point where nothing was helping. The reporter stated that starting at least a month ago, the patient had been falling more and could not open their eyes. It was noted, the patient had not seen their healthcare professional (hcp) because, the patient was ¿getting to the lowest point¿ and the only thing the hcp could do was give the patient botox shots above their eyes which the patient refused. Additional information was requested, but was not available as of the date of this report.